Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer regarding an implantable intrathecal pump intended to deliver an unknown type of baclofen (concentration and dose unknown), indicated for intractable spasticity and cerebral palsy. On (B)(6) 2018, the patient¿s mother reported that the patient had been drowsy over the last 24 hours. It was also state that the patient had ¿symptoms like this¿/ incidents of overdose in 2017 and over memorial day of this year (approximately (B)(6) 2018). It was reported that the patient was hospitalized over memorial day, the patient¿s blood pressure dropped, and the dose was decreased. The patient was lethargic, sleepy, and loose. The caller was redirected to the patient¿s managing physician to discuss symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on (B)(6) 2018. It was reported that the cause of the overdose and symptoms was too high of baclofen dosing. The actions/interventions taken to resolve the issue included decreasing the dose. The overdose and symptoms were resolved. There were no further complications reported/anticipated.